Event description:
Customer alleged discrepant, back to back blood glucose results of 261 mg/dl, 161 mg/dl, and 113 mg/dl, when testing was performed within 10 mins on the advantage system. Customer reported having no symptoms; no treatment/action was reported. A request was made for the return of the suspect device and replacement product was sent.